Event description:
Per report, during a transaortic valve implant procedure via transfemoral approach, during sheath removal a small perforation was noted in the external iliac. The access vessel diameter was 6.4 mm, with mild/moderate vessel calcification and mild vessel tortuosity. A non edwards angioplasty balloon catheter was used to seal the leak. Crossover technique was then implemented following removal of the sheath, the closing device was deployed and the access site was closed. The patient left the room in stable condition.

Manufacturer narrative:
Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure and use of the transcatheter avr devices. There are several factors that can contribute to vascular complications including patient anatomy, vessel characteristics, and procedural factors. The exact cause for the reported vascular complication in this case cannot be confirmed; however, there was no report of a device malfunction. Per the physician's training guide for patient screening the transfemoral approach with the retroflex 3, 23mm system is recommended for patients with iliac and femoral artery diameters = 7.0 mm. The access vessel diameter was reported as 6.4 mm, under the recommended vessel diameter, and calcification and tortuosity of the access vessel were mild/moderate. Vessel characteristics were likely a contributing factor to the reported vessel injury. No additional actions are required at this time.

Manufacturer narrative:
The sex, age and weight were corrected. The patient access vessel diameter was 7.1 mm with mild vessel calcification and mild tortuosity. Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure and use of the transcatheter avr devices. There are several factors that can contribute to vascular complications including patient anatomy, vessel characteristics, and procedural factors. The exact cause for the reported vascular complication in this case is not known; however, there was no report of a device malfunction. Per the physician's training guide for patient screening, the transfemoral approach with the retroflex 3, 23mm system is recommended for patients with iliac and femoral artery diameters = 7.0 mm. The access vessel diameter was reported as 7.1 mm, which is within the limits for the recommended vessel diameter, and calcification and tortuosity of the access vessel were mild. No additional actions are possible at this time.